Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. H6: proposed code: mechanical (g04) ¿ stem. Visual examination of the provided pictures identified the explanted stem and the delaminated porous coating is seen in several fragments which has delaminated from the stem body. No product was returned; further visual and dimensional evaluations could not be performed. No pictures of the taper were provided. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified devices caused any patient infection. Complaint of coating delaminated can be confirmed, however unable to confirm complaint of infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat: 00784802301, lot: 64746066, modular neck g1, cat: 00877504002, lot: 3084128, bioloxâ® delta, ceramic femoral head, cat: 010000864, lot: 6687390, g7 neutral e1 liner, cat: 110010245, lot: 65459718, g7 osseoti 4 hole shell. G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not approved for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to infection. All components were revised and peeling of the porous coating was noticed on the removed stem. No pieces of the coating remained in the patient. Attempts have been made and no further information has been provided.